Event description:
It is reported that in 1993 pt underwent left hip replacement. Post-op in 2002, x-rays revealed the stem had fractured. As a result, in 2003, the left hip was revised where the stem, femoral head, and acetabular liner were all removed and replaced.